Event description:
Additional information was received from the company representative on 12-jan-2016 and 14-jan-2016 in response to a query. The company representative reported that the event that the physician reported occurred in the past and was not his patient or his surgery. The physician's colleague mentioned it to him in passing. The representative did not believe that the patient's surgeon reported the events. The company representative also mentioned that based on the conversation in the room, the application of the product was to the liver, and the green substance was bile, but could not confirm this. A product quality investigation for product physical issue was not performed because no batch/lot number was provided.

Event description:
This spontaneous report from a physician via a company representative and concerns a patient of unspecified age and sex from the united states: local case ID number (B)(4). The patient's height, weight and medical history were unspecified. The patient was treated with evarrest fibrin sealant patch initiated on an unspecified date for an unspecified indication. Concomitant medications were not reported. The physician mentioned that a colleague of his had experienced an infection after product use. He described it "as having a green color to it" (product physical issue). Action taken with evarrest fibrin sealant patch was unknown. The patient outcome for infection and product physical issue was unspecified. This report was serious (medically significant) and reportable (device malfunction). This case is linked to drug/device case (B)(4). A product quality complaint was associated with this report (reference number (B)(4)).